Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. An 8.0x20x135 cm express ld vascular was selected for use. During unpacking, it was noted that the stent was kinked and damaged. The device was removed with the catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).